Event description:
It was reported that the patient experienced inadequate stimulation as the ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since last year.